Event description:
It was reported that there was a reduced coupling of the incus coupler due to bone atrophy of the incus. The patient was re-implanted with a vorp 503 using a sp-incus coupler.

Manufacturer narrative:
Conclusion: the patient was re-implanted with a vorp 503 using sp-incus coupler due to reduced coupling of vorp 502 incus coupler to the atrophic incus structure. The explanted device is not available for investigation. This is a final report.

Event description:
It was reported that there was a reduced coupling of the incus coupler due to bone atrophy of the incus. The patient was re-implanted with a vorp 503 using a sp-incus coupler. No implant testing's or diagnostic images are available. The device was sent to headquarters but has not been received. This is unable to be traced and is therefore presumed as lost.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.